Event description:
Boston scientific received information that following implant, extra signals were observed. An xray was performed, and the lead was confirmed to be on the septum. Upon review of electrograms, a regular signal in addition to the patient's intrinsic rate was observed. The signals reported ceased. No further observations were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.